Manufacturer narrative:
Correction: section 6a was incorrectly input. The controller does not have an implant date. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed via the log file review. The log file spanned approximately 4 hrs (B)(6) 2021 from 15:28 to 18:53 per the timestamp). Atypical power cable disconnect alarms intermittently coincided with low voltage alarms, and intermittently activated throughout the log file due to invalid rsoc faults and fluctuating bus voltage on the power cables not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without reproducing any alarms. The controller functioned as intended during analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and low voltage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2021 with alarms stating ¿connect to power¿ while on battery power. The patient replaced clips prior to visiting the ER and alarms persisted. No symptoms reported. Log file submitted captured persistent connect power events throughout the log while using battery power showing the white power lead as disconnected. Upon admission to the ER, the patient¿s international normalized ratio (inr) was 1.7. The patient¿s equipment was inspected in the ER and no issues observed. The controller was exchanged in the ER without incident. The patient was discharged after exchange. No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.